Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Media provided by the customer was inspected and reviewed. The image shows two balloons in place over two guidewires with a third guidewire also visible in the image. The low image quality does not allow for visualization of the deployed stent.

Event description:
It was reported that stent damage post-deployment occurred. The 75% stenosed target lesion was located in the middle of the left anterior descending artery. Following deployment, a 24 x 2.50 promus premier drug-eluting stent was advanced. However, upon re-crossing for post-dilatation, a deformation was observed. To correct the deformation, the mid segment was dilated using a non-compliant balloon at high pressure. The procedure was completed via alternative method. There were no patient complications reported.

Event description:
It was reported that stent damage post-deployment occurred. The 75% stenosed target lesion was located in the middle of the left anterior descending artery. Following deployment, a 24 x 2.50 promus premier drug-eluting stent was advanced. However, upon re-crossing for post-dilatation, a deformation was observed. To correct the deformation, the mid segment was dilated using a non-compliant balloon at high pressure. The procedure was completed via alternative method. There were no patient complications reported.